Event description:
The customer reported no power to the mrx and found the unit to have a bad ac power module. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The customer reported no power to the mrx and found the unit to have a bad ac power module. There was no reported patient involvement. The ac power module was not available for evaluation. The customer was provided information on replacing the ac power module. Based on the customers report, we will consider this a malfunction of the ac power module where there was no power to the device.